Manufacturer narrative:
H10: the actual device was not available; however, a picture and a video of the sample were provided for evaluation. The visual inspection of the provided picture and video observed the reported external blood leak at the level of the blood header of the filter. The cause of the reported issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after running for few minutes, an external blood leak was observed on the filter of a prismaflex m100 set. Estimated volume of blood loss was 5ml. There was no patient injury or medical intervention associated with this event. No additional information is available.